Event description:
The customer reports a patient had an adenoidectomy and right ear duravent tube placement , no issues reported. One year, and 17 days later, the patient required a myringotomy and tympanostomy (m+t) procedure and foreign body retrieval (of the duravent ear tube) due to migration of the duravent into the middle ear. There were no additional consequences to the patient reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation does not suggest product non-conformances during manufacturing processes. Based on the results of the investigation, a possible root cause is the use error when trimming the duravent tube for the procedure. If the incision is made too large, the device may migrate into the middle year. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.